Event description:
The medical center placed an impella 5.5 via a direct approach during open heart bypass surgery. The pump had placement signal and low flows alarming during the support of just over 12 hours, and so the pump was replaced. A 2nd 5.5 pump was placed and support proceeded without harm or injury. Weeks after the event the abiomed field rep was notified of heart valve damage. The damage was observed by the surgical team when placing the heartmate after the 2nd pump was explanted.

Manufacturer narrative:
No product, imaging, or further clinical details were provided. The root cause of the aortic valve damage could not be determined. The failure mode will be monitored and trended.

Event description:
In addition to the original report filed for heart valve injury, this complaint has since been deemed reportable for pump flow that was lower than expected during support.

Manufacturer narrative:
The investigation for the reported low flow and heart valve damage has been completed. The pump was returned for evaluation. No abnormalities were found upon product evaluation. The pump was able to run at p9, 5.3 l/min in the lab. Prior to adjustment, the ao ps read -30 mmhg. After adjustment, the ao ps read 30 mmhg. The root cause of the low flow was not determined as it could not be reproduced and logs were not returned. The root cause of the valve damage was not determined as no clinical details are known. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿